Event description:
It was reported that the act button on customer's insulin pump cannot be pushed. Also, there is a crack in the lower left and lower right part of the display. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Insulin pump had intermittent button response, due to flattened dome switch was on esc button. No button error alarms noted. Insulin pump had a stained end cap sticker and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.